Manufacturer narrative:
The evaluation showed, that both bolts of the posterior link were loose and that there is play in the bushings. No fall or injury occurred due to this failure, but it could have led to patient injury.

Event description:
Knee joint was sent in for repair. According to the information provided by the customer the screws come out. The patient did not fall.